Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving an unexpected restart error alarm. Customer was not able to clear alarm due to buttons not responding. Customer realized that the wrong pump was picked up. Customer's blood glucose was unknown.